Event description:
It was reported that the display is broken. No additional information.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed liquid crystal display (lcd) had crystal leakage, tank cover cracked, reservoir and enclosure stained, line cord faded, outdated printed circuit board (pcb) and power switch. Investigation showed the display label is damaged and the lcd is half black confirming the customer complaint. Impact of some kind to the window of the display caused the reported problem. The root cause was determined to be customer damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.